Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient identifier is not provided / unknown. Patient age is not provided / unknown. Patient weight is not provided / unknown. Lot number are not provided / unknown.

Event description:
Doctor reports that the tip of the tw1.25 driver fractured during prosthetic phase when loading the full provisional bridge. No harm to the patient.

Manufacturer narrative:
This report is being submitted to relay additional information. H6: method code was updated to 10. H6: results code was updated to 3252. H6: conclusions code was updated to 4307. The reported device was returned for evaluation. The reported condition of a fractured hex driver was confirmed. Visual inspection of the as returned product identified signs of wear from usage about the square engagement and o-ring features. The tip is fractured at the base of the hex portion. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the reported item number dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional or corrected information to report.